Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of incision from pacemaker was exacerbated by the lifevest equipment. The patient described the area as wound from pacemaker incision. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned wound. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.